Event description:
Initial report received on (B)(4) 2011 from a dermatologist. A (B)(6) male patient experienced a vascular occlusion after receiving injection of poly-l-lactic acid (newfill), batch number not reported. She had a relevant medical history of (B)(6) infection under treatment nos. On (B)(6) 2011, he received injections of poly-l-lactic acid (newfill) in cheeks and nasogenial lines for lipoatrophy due to (B)(6) drugs nos. At the end of injection, occurrence on injection site of white discoloration and hypoesthesia. Two hours later, apparition of purple coloration of skin around injection site extended on 2/3 distal of noose, cheeks up to corner of right eye and corner of the mouth. The next day, corrective treatment was initiated with injection of peripheral vasodilators nos. At the time of this report, the outcome was unknown. The physician forecasted to see her patient on (B)(6) 2011. The physician reported that initially she thought of vasospasm because of the initial white discoloration of the skin and by analogy with the clinical manifestations of a reynaud's syndrome. Nevertheless she did not exclude a vascular occlusion due to an intravascular injection of poly-l-lactic acid or a local vascular compression. This case had been registered in sanofi quality assurance database under the product technical complaint number (B)(4). Results of investigations were pending. No further information was provided.